Event description:
The patient contacted baxter's technical service center regarding a low drain volume alarm and a high drain 104/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use, during drain 4. The patient explained that in drain 4 of 4 he received a low drain volume alarm. The patient stated he was almost at the end of the drain, but was not sure what the exact volume was. The patient disconnected to take his son to school. The patient capped off the line and when he got home he did a manual exchange. The patient then got back on the hc to drain off the manual exchange. The hc was still in drain 4 of 4, at the point where the patient had almost completed the drain prior to disconnecting. Since the patient got off the machine, did a manual exchange, and then got back on the hc in drain 4 of 4 with the almost completed drain cycle, the high drain alarm occurred. The patient stated at no point was he overfilled. The patient stated that he realizes his error. The patient would set up for that night's therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the registered nurse (rn) on (B)(4) 2012, regarding the reported events. The rn stated she was not aware of the high drain alarm, but did know the patient has been having problems with low drain volume alarms. The rn stated the patient came into the clinic on (B)(6) 2012 after having low drain volume alarms on the cycler the previous night. The rn stated they had the patient perform manual exchanges and the patient was given heparin. The patient continued to have issues with low drain volume alarms, so they had the cycler exchanged. The rn stated that the patient has received their new cycler and has been continuing therapy successfully. There was no patient injury or medical intervention associated with the reported high drain 104 alarm. No further information was provided.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. The assignable cause of the iipv was off cycler exchanges. This issue is being investigated through CAPA.